Event description:
Customer reported a low blood glucose event. He said his blood glucose went low and he had to call the paramedics. His blood glucose when paramedics were called was 40 mg/dl. Paramedics treated customer, but customer was not sure how he was treated. He stated he had passed out. Customer declined troubleshooting for low blood glucose. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.